Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine months post initial tha, this 69 y/o female patient had a revision for an unknow reason no additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported, approximately nine months post initial tha, this 69 y/o female patient had a revision for an unknow reason no other event or patient information available. No additional information has been provided after multiple attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; reason not reported. These devices are used for treatment not diagnosis.